Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system consulted to the hospital about the exposure of the device. An infection was suspected. The patient was hospitalized and the system was explanted. No additional adverse effect were reported.